Event description:
I had the essure implanted about 6 months ago. I have had extreme pain ever since, typically around the time of ovulation. I have also noticed back pain, achiness, fatigue, and nausea. I had the conformation test done, confirming that the implants were placed in the correct position.